Event description:
Complainant was concerned that the distributor of the subject product may not be conforming to all regulations. The vending display package contains an expiration date of "exp 5/02". The individually wrapped colored condom that was contained in this vend package contained the following info "lot no: 06r98 exp: 09/01, korea".